Event description:
This was a failure of equipment, specifically the carr-locke injection needle 25 ga steris brand. When instructed to bring needle out, needle was pushed out and worked properly, but when needle was attempted to be brought back in, the needle stayed out despite luer-lock device being fully disconnected.